Manufacturer narrative:
A ge representative evaluated the system and calibrated the c-arm rotational and orbital motions and the workstation touchscreen. System operates as intended.

Event description:
Customer reported intermittent motion and collision errors, and the touch screen buttons are not operating correctly. No patient injury was reported.